Manufacturer narrative:
Additional information received on 28 nov 2017 from reporter. Confirmation that implant was implanted, then the malfunction occurred and the prosthesis was explanted and replaced by a new one. Related implant has been wasted and it won't be able to be returned for investigation. Investigation is still ongoing on this case. Device not returned to manufacturer.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The product was not returned to the manufacturer , no examination is therfore possible . Attempts were made to collect additional information about the event. Yet, the sales representatives, who covered this event, left the company . Therefore, no additional information about this event was received. From the information provided based on the complaint description and the product history records, the investigation found no evidence to indicate a device related issue. Without the products return and evaluation, no conclusion can be drawn as no sufficient information was reported concerning the issue. Root cause remain undetermined and investigation found no evidence on a device issue. If additional data is received, another report will be sent .

Event description:
Mobi-c p&f us : issue with inserter. It was reporter during cervical surgery that an mplant was inserted but inserter would not release from implant. Implant was removed and surgery was successfully completed with another device of the same size and with another inserter . There was no patient impact or surgery complication . Instrument was not received by manufacturer for examination . Severals attempts were made to have additional informations on the case . The reporter who covered the case left the company . No additional update weere received.

Manufacturer narrative:
Additional information was requested. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. No information about device return.

Event description:
Mobi-c p&f us : inserter would not release the implant. Implant was inserted but inserter would not release from implant. Implant was removed and surgery was successfully completed with another implant and another inserter. No impact on patient.